Event description:
A customer' spouse reported via phone call indicating that the customer was hospitalized on (B)(6) 2015 at 3:30 pm for a high blood glucose level of 500 mg/dl. The customer felt symptoms of such as vomiting, severe chest and arm pain. The customer's blood glucose was 488 mg/dl at the time of arrival. The customer was assisted with trouble shooting and performing a high pressure test. The customer found that the cannula was bent which probably caused the high blood glucose. The device was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See svn (B)(4) in regards to bent cannula.